Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a broken cable because the issue was resolved after replacing the rgb cable with a new one. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lcd monitor had no image. The issue occurred during an unspecified procedure. The customer called in for trouble shooting and was able to replace a rgb cable and regain the image. Three attempts were made in good faith to retrieve information on the procedure. There were no reports of patient harm.